Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2010. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert triggered due to impedance variation and vtns (ventricular tachycardia non-sustained) and noise. Stored episodes show intermittent non-physiologic artifact causing vs-fs (ventricular sensed - fibrillation sensed). In addition, bipolar impedance varies from 500 ohms to 1200 ohms on a daily basis and has jumped up to 1500 ohms, when previously impedance had been stable at 500 ohms. In clinic provocative testing caused occasionally single oversenses. The lead was later partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.